Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient financial services department received a notification that the customer has passed away. Attempts were made to contact the spouse of the customer; however, it was only possible to leave voice mails. Additional attempts will be made to contact the spouse of the customer. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, unable to perform data analysis due to no pump history available in the history download. No data was available due to the insulin pump was received without battery in the battery tube. No cosmetic damage noted on the insulin pump assembly.

Event description:
The spouse of the customer was contacted and the following information was obtained; the customer passed away suddenly after suffering from a heart attack. The customer passed away at home. The customer had stage 2 kidney failure and had multiple, past heart attacks. The customer's blood glucose, at the time of death, is unknown. The spouse stated that, at the time of passing, the customer was by himself and was walking. The customer was wearing the insulin pump at the time of passing. The customer was using sensors and was wearing one at the time of death. The spouse agreed to return the insulin pump for analysis. The spouse did not have the insulin pump at the time of the call; hence, the insulin pump information could not be verified.